Manufacturer narrative:
Qn#(B)(4). Additional information received from sales rep: -patient had decompensated hf. -there was no obvious patient injury, although a provider suggested the line be changed since it was no longer a closed system. -there had been saline in the line when we accepted the patient from the cath lab. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "on three occasions, they report seeing air entrained in the side arms of their 8.5 fr sheaths". The customer has also mentioned that "there was difficulty aspirating for unknown reasons and that this may have contributed to the air entering through the hemostasis valve". Additional information has been requested regarding the event. No patient injury or harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "on three occasions, they report seeing air entrained in the side arms of their 8.5 fr sheaths". The customer has also mentioned that "there was difficulty aspirating for unknown reasons and that this may have contributed to the air entering through the hemostasis valve". Additional information has been requested regarding the event. No patient injury or harm reported.